Event description:
It was reported that ¿something happened with the wire¿ that was implanted in the patient. It was unclear what happened with the wire. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), product type extension; product ID 37085-40, serial# (B)(4), product type extension; product ID 3389s-40, lot# v568201, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v568201, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 64002, lot# n248020, product type adapter; product ID 3550-09, lot# lc4360, product type accessory. (B)(4).